Manufacturer narrative:
Date of event and implant date: estimated dates. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #.

Event description:
Details are listed in the article, titled ¿2-year clinical outcomes of an abluminal groove¿filled biodegradable-polymer sirolimus-eluting stent compared with a durable-polymer everolimus-eluting stent". It was reported through a research article identifying xience stents that may be related to the following: target vessel myocardial infarction, ischemia, very late stent thrombosis, target vessel/lesion revascularization, and non-cardiac/cardiac deaths. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. (B)(4).